Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) prepped in a sterile fashion, using 2-3 cc of heparinized saline solution for balloon preparation. No one noticed anything missing until after the device was placed inside the sheath. When the doctor went to engage the advancer sheath, it was noticed that it was missing along with the sealant. The device was removed, and manual pressure was held for 30 minutes or less with no issues noted. There was no harm to the patient noted. The device was removed from the patient and sent to risk management. According to risk management, the device was not shuttled down fully. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a cerebral angiogram procedure. The stick location was at the medium level. The patient¿s hospitalization was not extended. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device as received. The procedural sheath was not returned with the device. The sealant and advancer tube were in the manufactured position. It was reported that ¿when the doctor went to engage the advancer sheath, it was noticed that it was missing along with the sealant¿, however, the sealant sleeve was still in manufactured position as received which indicates that the shuttle may have not been inserted into the existing procedural sheath. The condition of the returned device does not match the description of the reported event. It is unknown if the device was manipulated post procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event; however, no visual damages or anomalies were observed. The balloon was fully inflated with proper functioning of the inflation indicator. As noted in the mynxgrip instructions for use, the shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock. No anomalies were observed. The distance between the proximal and distal tamp locks was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. Review of lot f1806802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the investigation performed, the failure reported as the device was not shuttled down fully could not be confirmed as the condition of the returned device does not match the description of the incident and the root cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU), lbl9288_b. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) prepped in a sterile fashion, using 2-3 cc of heparinized saline solution for balloon preparation. No one noticed anything missing until after the device was placed inside the sheath. When the doctor went to engage the advancer sheath, it was noticed that it was missing along with the sealant. The device was removed, and manual pressure was held for 30 minutes or less with no issues noted. There was no harm to the patient noted. The device was removed from the patient and sent to risk management. According to risk management, the device was not shuttled down fully. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a cerebral angiogram procedure. The stick location was at the medium level. The patient¿s hospitalization was not extended.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) prepped in a sterile fashion, using 2-3 cc of heparinized saline solution for balloon preparation. No one noticed anything missing until after the device was placed inside the sheath. When the doctor went to engage the advancer sheath, it was noticed that it was missing along with the sealant. The device was removed, and manual pressure was held for 30 minutes or less with no issues noted. There was no harm to the patient noted. The device was removed from the patient and sent to risk management. According to risk management, the device was not shuttled down fully. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a cerebral angiogram procedure. The stick location was at the medium level. The patient¿s hospitalization was not extended. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device as received. The procedural sheath was not returned with the device. The sealant and advancer tube were in the manufactured positions. It was reported that ¿when the doctor went to engage the advancer sheath, it was noticed that it was missing along with the sealant.¿ however, the sealant sleeve was still in manufactured position as received which indicated that the shuttle may have not been inserted in to the existing procedural sheath. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The balloon was fully inflated with proper functioning of the inflation indicator. Shuttle down step was simulated, and the advancer tube was properly engaged to the proximal tamp lock per mynxgrip instructions for use (IFU). No anomalies were observed. The distance between the proximal and distal tamp locks was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1806802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were still in their manufactured positions. The exact cause of the failure experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, procedural/handling factors most likely contributed to the issue as reported by the customer¿s risk management team. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned devices performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.